Event description:
The facility representative reported a flogard infusion pump with a failure code of 94. It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device at this time. No additional information is available.

Manufacturer narrative:
(B)(4):initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 94 was confirmed during device evaluation. The central processing unit (cpu) board was found to be damaged. The cpu board was replaced to fix the problem a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.